Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a right atrial (ra) lead was dislodged due to twiddlers syndrome. This lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported.